Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type: lead.

Event description:
A patient reported they had problems with their spinal cord stimulation because the lead shifted when it scarred in place. No patient symptoms were reported. The indication for implant was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neuropathy in their feet is going crazy intermittently. They stated that this is gradually getting worse with time. After switching to program a, which is new for the patient, they indicated that the neuropathy has eased up. The patient stated that their lead wire shifted 6-8 months post implant, and they lost benefit from the therapy. They added that the last time a manufacturing representative (rep) checked the lead, they mentioned that it had shifted again. The patient stated that they had burning nerve pain that started 4-5 months post implant. The patient was re-directed to follow-up with their healthcare provider to have their programing checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the steps taken to resolve the shifted lead, neuropathy and burning nerve pain was reprogramming therapy from the middle to the bottom of the lead. The manufacturer¿s representative (rep) also added new settings. The patient stated over time other settings were tried. The patient stated a program was added so he could adjust both sides of his back and each leg individually, since the right side/leg was worse then the left. The patient stated these issues have not been resolved but he has worked around them. The patient believed the lead has shifted three times, but he was able to manage with reprogrammings from the rep and his doctor. The patient reported at first taking gabapentin for neuropathy but then was switched to lyrica at the max dosage by his doctor for nerve pain. The patient reported he has had to reduce his scs settings due to muscle spasms affecting and increasing the stimulation when it was on, and he now got only a little relief. The patient stated one year after getting the ins he needed additional medication to handle the pain and muscle spasms in his low and mid back. The patient reported that even with the ins his condition prevents him from working. The patient stated the neuropathy and nerve pain have gotten worse over the years. There were no reported complications and no further complications were expected.